Manufacturer narrative:
During the call to customer support, it was revealed that the consumer did not control solution test for integrity before use their initial test strips as instructed in our directions for use. A control solution test was performed while troubleshooting with customer support showing the test strips to fall in range. The difference in the consumer's readings was determined to be clinically significant. The meter and test strips will be returned for evaluation. Test strip lot # 1020214203 expiration date: 07/2016. Control solution lot #1030214093 range: 82/127 mg/dl. Nova max test strip insert - quality control checking the system control solution test: the nova max control solution is used as a quality control check to make sure that your blood glucose monitor and the nova max glucose test strips are working correctly. Do a control solution test: each time you open a new vial of test strips. Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow up report will be filed.

Event description:
The consumer called "...due to receiving 2 bg readings yesterday afternoon that were too far apart...". It was reported to nova biomedical that the customer received a result of 57 mg/dl on their blood glucose meter. She immediately performed another test using the same meter and strips getting the following result of 183 mg/dl.